Manufacturer narrative:
Additional manufacturing narrative: the three returned sensors were evaluated. During evaluation the sensors passed all visual and functional testing. The sensors were determined to be functioning as designed.

Event description:
The customer reported inaccurate spo2 readings. No consequences or impact to patient was reported.

Event description:
The customer reported inaccurate spo2 readings. No consequences or impact to patient was reported.

Manufacturer narrative:
The three returned sensors were evaluated. During evaluation the sensors passed all visual and functional testing. The sensors were determined to be functioning as designed. (B)(6).